Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer alleged pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose (bg) was 50 mg/dl. Customer consumed juice and carbohydrates to address bg level. Reportedly, customer continued to use pump for insulin therapy. Recommendation was made to consult with healthcare provider regarding diabetes management.